Event description:
Complainant alleged that medics arrived upon the scene of a patient in cardiac arrest. The device was attached to the patient and displayed that the patient was in asystole, however the device reportedly charged and dischared 120 joules of energy to the patient. Complainant indicated that the patient susequently expired, however it was not a result of the reported malfunction. The device was taken from service and the incident data was loaded into a free-standing computer. The data from the incident showed that the heart rhythm from the patient was determined to be a shockable heart rhythm and the device charged the energy and that a delivery of eneregy was made however, the complainant indicated that it is probable that the malfunction was a user error.